Manufacturer narrative:
As reported, during a case using the bard/davol hydrosurg irrigator a yellow fluid leak was noted from the battery pack. The subject product was returned for evaluation. Visual examination identified corrosion of the internal components, which was due to fluid ingress into the motor housing. Cracks and excessive rtv were identified on the motor mount allowing fluid to pass through the motor mount and down the sides of the motor to the pc board and battery compartment. Based on the sample evaluation and investigation performed, the reported event was confirmed and the root cause determined to be manufacturing related.

Event description:
As reported, at the end of a laparoscopic cholecystectomy procedure on (B)(6) 2021, the bard/davol hydrosurg irrigation device was used for about 1 minute. The or staff noticed the device began leaking discolored (yellow) fluid from the battery pack immediately. There was no reported patient injury.